Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the right ventricular (rv) lead exhibited noise over-sensing which resulted in several episodes of pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026 during a device change procedure. The patient remained stable throughout the procedure.

Manufacturer narrative:
Correction: section g3 - the awareness date should have been 23 jan 2026 rather than 26 jan 2026.